Event description:
Discordant, falsely low advia centaur xp results for vitamin d were obtained on multiple patient samples. The same samples were tested on another advia centaur xp and higher vitamin d values were obtained. All results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant vitamin d results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and data. After evaluation, the fse determined that the cause of the discordant, low vitamin d results is unknown. The fse proactively replaced the aspirate guides, recalibrated the aspirate probe heights, adjusted the wash block position, and successfully ran quality control (qc). The system is running within specification. No further evaluation of the device is necessary.